Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank flashing white display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank flashing white display. Unable to download history files and traces using thump due to a blank flashing white display. Unable to upload pump to carelink due to a blank flashing white display. The pump was cut open to perform visual inspection and found a cracked/bleeding lcd glass. No evidence of moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank flashing/solid white display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued to download history files and traces using thump. Still, unable to upload pump to carelink due to critical pump error (open book image) alarm. A blank flashing/solid white display was confirmed due to a cracked/bleeding lcd glass. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 05/12/2024 18:48:01.000 and (twice) on 05/12/2024 18:48:09.000 according in the error log file///detailed trace file. As per global logic analysis, pump error 63 alarms (lcd) (line number 19825 file number 49 & line number 704 file number 2006), suspected on hw. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/22/2024 to 05/12/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 14-dec-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 14-dec-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 12-may-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 12-may-2024 listed on smartsolve due to insufficient data in the trace/history files. Please see below for pump errors/alarms noted 2 days prior to the event date 12-may-2024 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 05/08/2024 17:37:00.000 unable to test for lost sensor alert due to blank flashing white display. Sensor anomaly/lost sensor alert was unknown. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs/dka. Cosmetic damage was confirmed at the screen of the pump during analysis. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank flashing white display. Sensor anomaly was unknown. A blank flashing/solid white display was confirmed due to a cracked/bleeding lcd glass. However, a test pcba 1 was used and a critical pump error (open book image) alarm noted. Continued to download history files and traces using thump. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported crack on the pump, flashing white display. The customer reported blood glucose value of 32 mg/dl. The customer reported hypoglycemia, diabetic ketoacidosis treated with glucose/carb intake, emergency medical service/ambulance/ emergency room visit. The event involved product(s) unomedical, mmt-1884, mmt-332a. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.